Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by replacing the front panel. After performing operation verification procedure (ovp) and installing a new cover, the device was returned to the customer operating to service specifications. A return materials authorizations has been provided to the customer but the component (front panel) hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator display went blank. The reported issue occurred while in use with a patient but continued to ventilate at the current settings. There was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the backlight of the lcd is failing. The panel assembly is determined to be obsolete.